Event description:
It was reported that the patient presented during a routine follow up in clinic. Upon interrogation, noise was detected. The noise was likely due to myopotential oversensing. Programming changes were made. Post programming changes, patient's rhythm was monitored for a short time and no t wave oversensing was noted. The patient was asymptomatic prior to interrogation and was stable pre, during and post clinic visit. The patient will continue to be monitored via merlin.net transmission.